Event description:
According to the clinic, the patient's receiver coil/transducer was exposed, and skin necrosis was observed. The patient was treated with oral antibiotics prior to the explantation procedure and received intravenous antibiotics at the time of implant removal. Additionally, antibiotics were applied directly to the wound bed.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to skin breakdown. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.